Event description:
Two filters did not completely open following deployment via a jugular approach. The physician believes the pt is partially protected. The pt is presently recuperating from a surgical procedure and will continue to be monitored. These devices remain implanted. Therefore, no failure analysis will be available. Follow up indicated frequent and/or continuous flushing was not performed prior to deployment. Also, "results of multicenter study of the filter" published in 9/19/91 edition of the journal of vascular surgery indicated, "when the carrier system is not centered in the vena cava but against the wall, the filter will be discharged into a narrower folded area of the cava". Co believes these factors may have contributed to this event. However, without evaluating the device, co cannot determine the exact cause for this event. Co's directions for use state: "the introducter catheter must be flushed through the flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure. Insufficient flushing can allow thrombus formation inside the vena cava filter which can bind the legs and prevent complete opening upon release. Confirm location of the carrier capsule by injection or continuous infusion of sterile heparinized saline during the implant procedure insufficient flushing can allow thrombus formation inside the vena cava filter which can bind the legs and prevent complete opening upon release confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter. Do not attempt to move or manipulate an engaged filter in most cases, a second filter, properly placed, should be implanted for protection against recurrent pe".